Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the pouch bag just tear? Or did a piece of the pouch bag actually rip off? If a piece ripped off of the pouch bag, did any piece fall into the patient? Was the piece that ripped off of the pouch bag retrieved? Will the ripped off piece of the pouch bag be returned for analysis or was the piece discarded?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the tip of the pouch ripped off. The scrub noticed the specimen slid out of the pouch onto the sterile field. No pouch was needed to complete the procedure. There were no adverse consequences for the patient.